Manufacturer narrative:
During additional follow up with the complainant on 06/jun/2018, the following timeline of events was reported. Patient received spaceoar and hdr procedure on (B)(6) 2018. On (B)(6) 2018, patient presented with uti, a fever of 103 and cough dehydration. The patient was treated with IV fluids and antibiotics. On (B)(6) 2018, the patient was admitted to the ICU with sepsis. The patient had a suprapubic catheter placed (prostatic abscess was identified and drained) and the patient had a nephrology consult regarding renal failure. On (B)(6) 2018, the patient presented with atrial fibrillation. On (B)(6) 2018, care was withdrawn and the patient passed away on (B)(6) 2018. Preliminary cause of death was noted as alcoholic cardiomyopathy. The sepsis and infection were noted as resolved at the time of death. Complainant does not believe that the infection is related to spaceoar. There was no indication of rectal wall injection or vascular uptake of gel reported. Complainant indicated that the spaceoar gel appeared to be in the correct space and intact between the rectum and prostate on cts taken after the procedure and during subsequent interventions. Review of the device history record for lot 01161801 indicate that the devices were manufactured to specification. All sterilization requirements were met.

Event description:
On 09/apr/2018, augmenix representative learned that a patient had an infection and urinary retention following hdr procedure and spaceoar placement. The patient was prescribed antibiotics and a supra-pubic catheter was placed. During catheter placement, a trans-urethral incision was made and it was noted that the patient had a prostatic abscess. The complainant informed us that the site medical team did not believe the infection was related to spaceoar. During a follow-up conversation with the complainant on 04/jun/2018, it was reported that a patient was not discharged from the hospital and had passed away on (B)(6) 2018. It was reported that the preliminary cause of death is alcoholic cardiomyopathy. At the time of death, the sepsis and infection were resolved. The bladder outlet, renal failure and prostate cancer were ongoing.